Event description:
Kangaroo pump bag leaking water from bottom hub into floor, this was connected to the patient at the time the water flush leak was discovered. The rn found water on the floor, saw that it was dripping from the tube feeding tubing and sequestered it. No patient harm.